Event description:
It was reported that a deep brain stimulation patient's right lead, lead extension, and burr hole cover were explanted due to impaired healing and erosion where the lead was placed in the scalp. The explanted devices will not be returned to bsc for analysis as they were kept by the hospital.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7087048; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, batch: 27487994; product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, batch: 27845127; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7091915; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7096507.